Manufacturer narrative:
(B)(4) the device was not be returned to the manufacturer. Therefore it will not be analyzed. However, reserve sample from the same lot was tested. The reported behavior of the cement could not be reproduced. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) biomet bone cement 2x40g, reference 3035890022, lot number a828ae2506 were manufactured on 04 october 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No similar complaints have been recorded for biomet bone cement r 2x40g, reference 3035890022, batch a828ae2506 within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement has a setting time of only 1 minute. This happened during a surgery on one product. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced. The review of the device manufacturing quality record indicates that 885 products biomet bone cement 2x40g, reference 3035890022, lot number a828ae2506 were manufactured on 04 october 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement have of setting time only one 1 minute (short time), this event occurred for one product.